Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial tray, unknown tibial bearing. Complaint sample was evaluated and the reported event was confirmed. The complaint is considered confirmed as the returned tasp was fractured. The device and all of the fragments were returned for further examination. Visual examination concludes that the tasp exhibits signs of repeated use and the post feature has fractured off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Investigation results concluded that the reported event was due to previously addressed design issue.

Event description:
It was reported that the tasp was fractured during central sterile processing. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.